Event description:
The wife of a patient contacted lifecor customer support to report that the "adust belt" alarms are going off every 15-20 minutes. She stated the same issue was present exactly one week ago. The electrode belt was swapped at that time. Support asked the patient to do a manual recording then download the data. The manual recording revealed noise on the ss channel and increased noise on the right ECG electrode. The patient's electrode belt and monitor were replaced.

Manufacturer narrative:
Electrode belt: 11/2003. Electrode belt: 05/2006. Eval: device evaluations of monitor and electrode belt have been completed. The reported problem was confirmed. The cause of the ECG signal noise and resultant "adjust belt" messages was a fractured solder connection at resistor r317 on the computer/analog pca within the monitor. The root cause of the intermittent solder connection is a manufacturing defect. This is an unusual occurrence. Both electrode belts operated according to specifications. No adverse event resulted from the faulty monitor. The patient received a replacement monitor and electrode belt.